Manufacturer narrative:
. E3: occupation: professor department of cardiology. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the incident happened when the doctor intended to use angio-seal device to close the vascular access. When the doctor opened the sterile package and tried to insert the dilator, into the angio-seal sheath, the dilator got kinked and made the whole device unusable. The doctor used another angio-seal device to close the access. The type of procedure performed was a coronary angioplasty. The patient was admitted for percutaneous transluminal coronary angioplasty (ptca).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, wireguide and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. A kink was noted to the locator at the blood inlet hole. No other damage or issues were noted. The complaint was able to be confirmed for a bent locator as the locator was returned and was kinked at the blood inlet hole. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).